Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Uneventful device implant and hiatal hernia repair on (B)(6) 2016. Device explant on (B)(6) 2016. Physician noted that patient had formed keloids at all previous lap incisions points and significant inflammatory/scar reaction at initial hiatal closure site which the physician believed to be the source of the dysphagia. As a result the physician partially reopened hiatal closure. Immediately after device explant a replacement linx was implanted. Linx device was found in correct position/geometry at the time of explant. Patient reported as exhibiting no pain after device removal.